Event description:
It was reported that prior to a percutaneous coronary intervention, a shaft break occurred. As the physician removed the 4.0x12mm quantum maverick balloon from the protective hoop, the shaft broke into two pieces. The procedure was completed with another 4.0x12mm quantum maverick balloon. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to a percutaneous coronary intervention, a shaft break occurred. As the physician removed the 4.0x12mm quantum maverick balloon from the protective hoop, the shaft broke into two pieces. The procedure was completed with another 4.0x12mm quantum maverick balloon. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the quantum maverick device was received with no original packaging or other devices. There was a complete separation of the hypotube. The hypotube separation was 84.5 cm from the strain relief and 58.5 cm from the distal tip. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).